Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 526 mg/dl, 203 mg/dl and 218 mg/dl. Customer reportedly did not wash her hands prior to testing. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.